Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. There was no rewind anomaly or excessive no delivery alarm. The insulin pump had cracked display window corner, scratches on the lcd window, broken battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm, rewind anomaly and high blood glucose. Customer's blood glucose level was 500 mg/dl. Customer treated their high blood glucose with manual injections. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during basal delivery. Customer advised the no delivery alarm issue was a recurring issue. Customer advised they were unable to rewind and prime properly due to no delivery alarm. Customer resolved the issue with a complete set change. Customer advised replacement reservoirs and infusion sets would be sent out and they agreed to return the products for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.